Event description:
Healthcare professional reported left-side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Observed opening striated on posterior side assessed as surgical damage.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.